Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). Full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had augmentation alarm, unable to update timing alarm, and arterial line acquisition issue. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, d9, d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 it was reported that during use the cs300 intra aortic balloon pump (iabp) customer called for assistance with an augmentation alarm, unable to update timing alarm, and arterial line acquisition on a cs300 during use. No patient harm or injury was reported. She stated ¿we¿ve never seen this or had these alarms and they just keep going off.¿ screenshot of the iabp monitor showed the pump functioning well, triggering off ECG, but a dampened a line waveform. Esp explained the nature of both alarms and reviewed the reasons they would be triggering given the arterial line waveform quality. The nurse did not know if anyone had flushed the line but was able to aspirate blood with excellent return. With the pump on standby, the nurse flushed the line for 20 seconds and zeroed it with my assistance. This did not resolve the issue. Esp had the nurse trace lines, ensuring all cables and connections were appropriate and secure. Christina stated that they had ¿already done all of that.¿ esp asked the nurse to please verify one more time. Because the line was patent, I recommended they attempt to flush and zero a couple more times; if that was not successful they should consider switching out the disposable transducer system. Customer texted a few minutes later and said ¿the nurse unplugged and re plugged in the pressure cable and it worked again.¿ she sent a photo of the pump screen later in the day, all waveforms were pulsatile and appropriate. Esp thanked christina for the update and encouraged her or the bedside nurse to call if they had any further questions. While troubleshooting and teaching lines, esp collected complaint information. Notified: (B)(6) via email. Esp contacted christina to obtain pump information as well. She informed me that the balloon had been removed during a mitral clip repair as the patient no longer required therapy. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.